Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; one in the mid lad and one in the left main. It is reported that the pt suffered a myocardial infraction (mi) on the same day as index procedure. Investigator has indicated that the event was not related to the study device or the target vessel. (Ref MFR # 9612164-2011-00976).

Manufacturer narrative:
(B)(4). Evaluation, results: (mi).